Event description:
It was reported that a patient underwent a removal of intraosseous foreign body on (B)(6) 2011 and suture was used. On (B)(6) 2011, the patient's wound site became inflamed and tore open. The surgeon removed the suture from the patient's body and performed debridement around the wound site. The wound site was treated with antiseptic and gentasin ointment was applied and the wound site was recovering. The surgeon suspected the event was caused by an allergic reaction to absorbable suture, so on (B)(6) 2011, the surgeon sutured the wound site with a non-absorbable suture.

Manufacturer narrative:
(B)(4). Inflammation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a removal of intraosseous foreign body on (B)(6) 2011 and suture was used. On (B)(6) 2011, the patient's wound site became inflamed and tore open. The surgeon removed the suture from the patient's body and performed debridement around the wound site. The wound site was treated with antiseptic and gentisin ointment was applied and the wound site was recovering. The surgeon suspected the event was caused by an allergic reaction to absorbable suture, so on (B)(6) 2011, the surgeon sutured the wound site with a non-absorbable suture. The actual device batch number associated with this event is not known. The following are possible batch numbers: product code z494g, (B)(4), mfg date: 12/01/2010, exp date: 07/31/2015. Product code z494g, (B)(4), mfg date: 12/01/2010, exp date: 07/31/2015. Product code z494g, (B)(4), mfg date: 12/01/2010, exp date: 07/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.